Event description:
It has been reported that the procedure was being performed on a male pt in the surgical suite with end stage renal disease. The ptd was being used for a declot procedure in the pt's arm. They found the catheter basket and driveshaft were stretched when moving the basket from the exposed to compressed state. The ptd became nonfunctional after this movement. As a result, another catheter was used to successfully complete the declot procedure. They do not know if there was a delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.